Manufacturer narrative:
H10: the navio handpiece (part number 110137 / serial number (B)(6)), used in treatment, would not home and snap lock nut disengaged from snap lock during a procedure on (B)(6) 2018. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. The snap lock nut was broken. The root cause of this issue was found to be mechanical component failure. As part of corrective actions, a new and more robust design of the snaplock has been released.

Event description:
It was reported that, during a tka surgery, after planning and transitioning to bone preparation, the system gave an error that the handpiece was jammed. It was attempted to recalibrate, but the handpiece did not home correctly. The handpiece was opened up and it was seen that the black stopper had become disengaged with the snaplock. It was able to get passed calibration despite the broken handpiece and finished the case all on speed control, even though it was necessary to recalibrate, adjust the black stopper and coil a number of times. Surgery was delayed, but it is unknown for how long. The patient was not harmed.